Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a patient was treated with pipeline vantage with shield technology. The patient experienced cerebral edema with an onset date of 2023-09-25. The patient experienced progressive cerebral edema in the brainstem which is adjacent to the basilar aneurysm detected in current MRI. No worsening of symptoms. The patient has a headache. This adverse event occurred post-procedure and has a causal relationship with the disease under study. There were no new or worsening of existing neurological deficits. This event did not result in congenital anomaly, death, disability, hospitalization, or medical intervention and was not life threatening. It is unknown if the issue has been resolved at this time. The site assessed this event as possibly related to the study pipeline device and possibly related to the study procedure. The patient was underwent surgery for treatment of a saccular, unruptured midline bifurcation branch aneurysm with a max diameter of 13mm and a 4.7mm neck diameter. The aneurysm dome height was 13mm and the dome width was 12mm. Parent artery diameter distal to aneurysm was 2.7mm. Parent artery diameter proximal to aneurysm was 3.6mm. There was no stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. Aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. Per site, year 1 mr/mra imaging on (B)(6) 2023 showed raymond & roy occlusion class 3. No symptoms or action taken were reported in association with this finding. Additional information was received that the patient was prescribed prednisolone. Additional information received reported mr/mra imaging on (B)(6) 2024 showed aneurysm occlusion status remained raymond & roy occlusion class 3. No symptoms or actions taken were reported in association with this finding. Additional information received reported per site aneurysm follow-up imaging, mr/mra imaging on (B)(6) 2025 showed raymond & roy occlusion class 3. No symptoms or actions taken were reported by site in association with the non-occlusion. Additional information received reported that per site updated aneurysm follow-up imaging crf, the year 2 mr/mra imaging took place on (B)(6) 2025 (updated fom 07mar2025). Assessment of raymond & roy occlusion class 3 remains. Additional information received reported follow up imaging from (B)(6) 2025, raymond & roy was class 3. The patient was retreated on (B)(6) 2025, as aneurysm had increased in site.

Manufacturer narrative:
B5 updated with additional information received. H6 conclusion/annex d codes updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported site completion of the 4 year follow-up mr/mra imaging on (B)(6) 2025 raymond & roy occlusion was class 3. No symptoms or actions taken were reported in association with the incomplete occlusion.

Event description:
Additional information received reported after the retreatment intervention, the focal neurological findings were also unchanged ex cept for a new facial paresis on the right, apparently only due to a nasolabial fold, which was slightly effaced in side-to-side comparison. The patient's chronic left periorbital headache has intensified compared to the last presentation on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting mild facial palsy with onset date of (B)(6) 2025. This ae did not result in hospitalization, treatment in another manner, blood transfusion, percutaneous intervention, physical therapy, or concomitant or additional treatment being given. The outcome status is recovering/resolving. Ae did not result in any diagnostic procedure or test being performed. Ae occurred post-procedure. Ae possibly related to the disease under study. Ae resulted in a new or worsening of existing neurological deficits. Symptoms lasted more than 24 hours. There was obscured nasolabial fold, focal neurological findings were unchanged except for a new facial paresis on the right side-only by a slightly blurred nasolabial fold when compared to the other side. The site assessed this did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention, and was not considered life-threatening. The site assessed as not related to the antiplatelet medication, study ancillary device, or study device; and possibly related to the retreatment procedure. The sponsor assessed as possibly related to the re-treatment procedure and pipeline vantage. There were no actions reported; mild severity. The date of hospital discharge for retreatment procedure was (B)(6) 2025. Admitted to ICU while hospitalized for retreatment study procedure: date of ICU admission: (B)(6) 2025. Date of ICU discharge: (B)(6) 2025. Additionally, the ae with description of target aneurysm retreatment comments were updated to resulted in a new or worsening of existing neurological deficits, symptoms did not last for more than 24 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that cec adjudicated the aneurysm retreatment and mild facial palsy as possibly related to the vantage device, and not related to the index procedure, an ancillary device, or antiplatelet treatment.

Manufacturer narrative:
B5 updated with additional information received. H6 patient coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was only observed overnight in the ICU and this is common practice following these procedures and may be standard practice for the site, not necessary due to any additional complication. The cause of the pipeline foreshortening was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous perfusion: pat. Asymptomatic, angiography showed a spontaneous shortening of the flow diverter stent previously inserted into the basilar artery, so that its lengthening was performed. Reason for retreatment was aneurysm increase in size. Causal relationship to pipeline vantage. Not related to index procedure.